Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was a blurry image. A review of the device history record found no deviations that could have caused or contributed to the blurry image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the blurry image was due to the objective lens being chipped by physical stress and performance of water removal from the objective lens became poor. This may have made it easier for water and body fluids to remain and the endoscopic image appeared blurry. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device. In addition, the label was peeling, there was a leak on the biopsy channel which prevented performance of a second leak test, there was a cut/pinhole on switch one, the forceps channel leaked, angulation in all directions was reduced, there was clicking when the control knob was moved, there were deep dents and scratches in the distal end plastic cover, there were chips at the edge of the objective lens, there was a chip and dried fluid on the light guide lens, the adhesive on the bending section cover was peeled and white, there was buckling of the insertion tube near the adhesive on the bending section cover, the control body was scratched, and there was buckling and scratches on the light guide tube. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the image was blurry as though there was a film on the lens during an unspecified procedure. There was no harm or user injury reported due to the event.